Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found that the nurse call does not come on at the nurse's station and it turn on and off if the cable is moved. The unit led cover is pushed into the case, the speaker is damaged and there is battery leakage on the battery door and on the battery springs. (B)(4).